Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using a penumbra coil 400 detachment handle and penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to detach a pc400 coil with the detachment handle. After three attempts, the physician fractured the pusher wire and detached the pc400 coil manually. A new pc400 coil was used and the physician felt that the detachment handle was too short for the pusher wire. A new detachment handle was used and the procedure continued successfully with 11 more coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00284. The hospital discarded the device.